Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of cardiac perforation was likely unintended use error of lifting the heart and also ventricular manipulation during surgical process and also due to patient condition with new valve replacement making visualization difficult could also have contributed to the perforation based on clinical information provided. The cause of device in wrong position is likely unintended use error of lifting the heart and also ventricular manipulation during surgical process and also due to patient condition with new valve replacement making visualization difficult could have contributed to the positioning/repositioning based on clinical information provided. The cause of poor visualization issue was likely patient anatomy/condition related since the new valve replacements caused shadowing on the echo making it difficult for visualization.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 81 year old male patient with a pre support clinical state consistent with scai shock stage d underwent elective placement of an impella 5.5 via direct surgical aortic access on (B)(6) 2026 at 11:22 am. During open heart surgery, an event of left ventricular perforation occurred. No anatomical abnormalities were reported. The reported event involved difficult placement/positioning and vascular injury resulting in left ventricular perforation during surgical impella 5.5 placement. The outcome was patient death. A device data download was required; however, no device will be returned. Device involvement cannot be fully assessed without product evaluation and device return. It is unknown whether recommended best practices for access management were followed. The death is being reported to the impella 5.5 but is likely related to poor positioning/insertion and could also be attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
B1: added product problem. H6: added f1904, a150202, a090814. Omitted code a150203.